Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a detached retainer is confirmed and was determined to be manufacturing related. One statlock device with a tricot pad and adjustable posts was returned for evaluation. An initial visual observation showed the retainer was fully detached from the pad of the device. No damage to the foam pad was observed and sparse adhesive was observed on the underside of the retainer. Adhesive was observed on the underside of one of the sliding posts. The locations of adhesive residue suggest the device was likely misassembled during manufacturing. The investigation was forwarded to the manufacturing site for further evaluation. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Event description:
It was reported that the stabilization device was half off / not attached to sticker component out of package and before patient use. No rl6 needed. There was no patient harm.